Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Unable to verify low battery alarm due to blank display noted.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call overheating of the insulin pump and low battery alert. Customer¿s blood glucose level was 4.6 mmol/l. Troubleshooting for overheating was performed. Customer advised they went into the swimming pool while wearing the insulin pump and it began to vibrate and switched off. Customer advised the insulin pump would overheat around the battery compartment area. Customer replaced the battery on the insulin pump however the issue remained unresolved. Customer advised they received a low battery alert which also remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.